Event description:
During biometry, this unit suddenly started smoking out of the ventilator and a flame shot out of the ventilator.

Manufacturer narrative:
Main circuit was burned through. Cause of problem is not known.